Event description:
This rv lead was implanted on (B)(6) 2001, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, due to out of range shock lead impedance. The physician was dr. (B)(6), in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).